Event description:
A physician reported that infusion cannula was put on a patient's eye, retinal detachment occurred during the surgery. The surgery was completed on same day. The other surgery details were unknown. The current patient condition was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.